Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the representative samples provided by your facility. Bd received 39 unused units in sealed packages within a dispenser from lot number 8276885. All contents within were intact. The catheter adapter assemblies and the tips were rated acceptable per specifications. The cannula tips were also found acceptable per specifications. A penetration and drag test was performed on 20 of the units and all units passed successfully. 19 units were tested for lubrication coverage which also passed per specification. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material no: 381512, batch no: 8276885.it was reported that during use of the insyte autoguard winged yel 24ga x .75in the catheter was hard to advance, causing the patient increased pain. Upon assessment the catheter appeared to be broken.the following information was provided by the initial reporter:detailed description of complaint? Noted while attempting to place peripheral IV, that device was hard to advance, and cause patient increased pain. Upon assessment appeared to be broken device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 381512, batch no: 8276885. It was reported that during use of the insyte autoguard winged yel 24ga x .75in the catheter was hard to advance, causing the patient increased pain. Upon assessment the catheter appeared to be broken. The following information was provided by the initial reporter: detailed description of complaint? Noted while attempting to place peripheral IV, that device was hard to advance, and cause patient increased pain. Upon assessment appeared to be broken device.